Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that the physician could not interrogate a vns patient's generator a couple of weeks ago with his laptop. The manufacturer's consultant visited the physician and discovered there was a battery failure error with the laptop. The consultant pushed the f1 key on the laptop and the problem was resolved. The battery in the wand was also checked and was found to be dead. The battery was replaced and the whole programming system was able to work fine with a demo generator. The physician's nurse reported that the vns patient whose generator could not be interrogated has not been scheduled for a follow up visit with the physician as the physician believes there is no problem with the patient's generator. The patient can still feel magnet swipes and the physician thinks the sole problem was with the laptop that resolved. Although, information received to date points to only the resolved problem with the programming system, since the patient has not been seen for a follow up visit, it cannot be confirmed that there is no issue with her generator. If additional information is received, it will be reported.